Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient shut off the therapy device 8 years ago because it was ¿unsatisfactory.¿ the patient stated that it had not worked for them since implant on (B)(6) 2009. The patient wanted to try to use the therapy device again and was working with their pain health care professional (hcp) again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.